Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.

Event description:
Dr reported that a retaining screw broke in function. Pt is reportedly fine.